Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 603870 port & catheter allegedly had an improper or incorrect procedure or method. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.

Manufacturer narrative:
H10: the previous supplemental MDR was submitted on time but with an incorrect g4 date, therefore this supp is being sent to correct the MDR date of awareness. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified an improper or incorrect procedure or method. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. PMA/510k. (Results, conclusion.)

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 603870 port & catheter allegedly had an improper or incorrect procedure or method. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 603870 port & catheter allegedly had an improper or incorrect procedure or method. This information was received from one source. The malfunction involved a patient without consequence.